Event description:
February 15, 1993 at 0750, in 0>r> valve on 9 fr introducer found to be defective. Plasma pheresis unit was attached to side port. When swan-ganz catheter was inserted, the side port stopped running and the oneway valve was leaking. Entire system had to be reinserted. No known patient injurydevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.